Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a ipg replacement (MFR 1627487-2021-14717) the tails of penta lead would not go into either head of ipg. Several attempts were made to connect and was not able to be connected. Reportedly, some contacts were exhibiting high impedances. As a result, penta lead was replaced with a new lead and the issue was resolved. Effective therapy was restored post operatively.